Event description:
Boston scientific neuromodulation (bsn) received information about an event that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to an implanted paddle lead manufactured by medtronic. The information received stated that a patient's medtronic leads will be replaced during a lead revision surgery scheduled for (B)(6) 2010. On (B)(6) 2010 an update was received indicating that the medtronic lead was malfunctioning since implant and causing the high impedance readings. The explanted lead was kept by the hospital. The patient was successfully implanted with a bsn paddle lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).